Manufacturer narrative:
Eval summary: qa preliminary analysis of the returned device revealed no mfg related reason for the stent loss to occur. Quality engineering was unable to determine a root cause for the stent separation and deployment difficulty. The returned unit had extensive damage. It was returned crushed, bent and twisted with green matter threaded throughout. It is possible that the green matter is plastic that was scraped off of another component used during the case. As part of co's quality process, all stent delivery sys are inspected on-line to ensure the stent is securely mounted on its balloon. A review of the device mfg records does not reveal any abnormalities with a relationship to this issue. No corrective action is warranted. This MDR is considered closed by the qa dept.

Event description:
It was reported that while attempting to deploy a stent it appeared that the stent would not deploy. The stent system was removed and a dilatation catheter was used to dilate the vessel. An ivus catheter was used to locate the stent in the coronary. When the ivus catheter was removed the stent was fixed on the distal tip of the catheter. No pt injury was reportedly associated with this incident.